Event description:
On (B)(6) 2013, endoplus was notified that a "patient presented for lap chole after admission for acute cholecystitis. Upon return of a snowden-pencer grasper to the scrub, the scrub informed the surgeon that one of the jaws of the grasper was missing. Surgeon, allied health, and personnel searched for the jaw piece. Fluoroscopy with a c-arm was performed and a foreign body was identified in the very deep subhepatic region slightly above the renal region. Multiple attempts were made to retrieve the jaw, but failed. The surgeon left the jaw piece in place deciding it would be safer and the piece was not causing any immediate danger."

Manufacturer narrative:
The sample was not returned, but was made available for inspection at the user facility. At the time of the inspection, hospital personnel reported the patient was doing well. There were no reports of the patient experiencing adverse effects. Visual examination revealed that the device had been serviced by a third party as evidenced by the name "sterilmed" etched on a flat surface of the handle. The device history record and current manufacturing process were reviewed and no nonconformities were identified. A review of complaint history indicates that the occurrence of jaw breakage is rare ((B)(4)) and has been associated with excessive force and/or third party modification. Based on the above evidence, although the exact cause of failure cannot be determined, endoplus does conclude that the reported incident is not due to device design; therefore, no further action is warranted.